Event description:
It was reported via user-facility medwatch report that allegedly a stryker bed exit alarmed "in the room but not overhead as it was supposed to do". Reportedly, a patient was found on the floor and was examined by the doctor. No injuries were reported. It was reported that the alarm was working on the day shift but not at night.

Manufacturer narrative:
The product was evaluated by the user facility and it was found that the product was operating to specification. It was determined that the product was within specification and that the user facility was filed by mistake. Evaluation by the manufacturer was unable to be completed as the user facility did not document the serial number and model number of the product involved in the event. No adverse consequences were reported by the facility.